Event description:
It was reported that the bd filter needle blunt 18 gauge 1-1/2 inch experienced a printing issues on the shelf cartons. The following information was provided by the initial reporter: this is a report about a printing issue on shelf cartons. Smear printing of barcodes, lots, and hourglass symbol was found during inspection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary it was reported there was a printing issue on shelf cartons. To aid in the investigation, five shelf boxes and five photos were provided for evaluation by our quality team. Two shelf boxes came in one plastic bag and the other three shelf boxes came in a different plastic bag. A visual inspection was performed to the shelf box graphics. The shelf box labels have acceptable imperfections. No defects were observed. The photos show the shelf box label with acceptable imperfections in the printing. No other defects or imperfections were observed in the photos. A device history record review was completed for provided material number 305211, lot number 1336506. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd filter needle blunt 18 gauge 1-1/2 inch experienced a printing issues on the shelf cartons. The following information was provided by the initial reporter: this is a report about a printing issue on shelf cartons. Smear printing of barcodes, lots, and hourglass symbol was found during inspection.